Event description:
It was reported that there was a crack found upon receiving the product into warehouse. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the end of the cutting feature is cracked. Wear and tear is seen that indicates repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.